Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The complaint samples (one perican ii bulk. Nl 1.3 x 80 (tu) and one periduralcath.w/o conn. 20g soft-tip nl) were returned. 1. Visual inspection: any abnormality was not observed on the tip of returned bulk needle. The tip of the returned catheter was torn about 8.0 mm. The shape of the torn part was similar to that of the torn part caused by the pull-back operation during the procedure. Scratch marks caused by the returned catheter being pulled back could be seen on the surface of torn part of the returned catheter. 2. Dimension check: result: abnormality [measurement of total length] standard: 990-1070 mm returned catheter: 1020 mm the tip of the returned catheter was torn 8 mm. 3. Device history record: it was confirmed that periduralcath.w/o conn. 20g soft-tip nl (batch no: 22n16a6561) passed the inspection. 4. Decision and justification: this complaint is considered as not confirmed. The cause is thought to be that the catheter was pulled back during the procedure. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in japan: "catheter tear off". According to the complainant the catheter was not inserted properly and was removed, the tip was cut and remained in the body. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. Visual inspection: any abnormality was not observed on the tip of returned bulk needle. The tip of the returned catheter was torn about 8.0 mm. The shape of the torn part was similar to that of the torn part caused by the pull-back operation during the procedure. Scratch marks caused by the returned catheter being pulled back could be seen on the surface of torn part of the returned catheter. 2. Dimension check: result: abnormality, [measurement of total length], standard: 990-1070 mm, returned catheter: 1020 mm. The tip of the returned catheter was torn 8 mm. 3. Device history record: it was confirmed that periduralcath. W/o conn. 20g soft-tip nl (batch no. 22n16a6561) passed the inspection. 4. Decision and justification: this complaint is considered as not confirmed. The cause is thought to be that the catheter was pulled back during the procedure.